Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-00693; 1627487-2020-01674. It was reported that surgical intervention occurred to explant the patient's system. The date of explant and reason for the explant are unknown.

Manufacturer narrative:
During processing of this complaint, patient weight could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.